Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Once the device was opened, corrosion was also observed on the bottom battery. All three batteries were measured lower than expected. An external power supply was required to download data from the device. Download data shows an 0xcb, low voltage detection alarm occurred during operation. Inspection of the fluid path found an internal leak due to tears in the soft cannula. Fluid leaking out of the intended fluid path resulted in the corrosion observed in the device and the low battery voltages that triggered the 0xcb alarm.

Event description:
It was reported the patients blood glucose level rose to 360 mg/dl while wearing the pod between 24 and 26 hours. As treatment, the patient removed the pod.